Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for eval. This will be supplemented if the device eval becomes available.

Event description:
The subject device was used during an uncertain procedure. After about 1 hour use, the ptfe pad of the device was separated. There was no pt injury reported. Olympus has followed up with user facility to obtain add'l info regarding the reported event, but with no result.